Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: the reported event of lens damage was related to a cosmetic issue. The product was returned. The investigation for the event was completed and a operational problem was found. Based on the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes 1 malfunction events. The event was related to lens damage. There was no patient injury reported associated to the event.